Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device did not fail to meet relevant specifications. The product was used for treatment purposes. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A red rubber catheter was returned opened with original tray labeling. No visual defects were noted. Using a slip tip syringe, di water was able to be passed through the drainage funnel. No occlusion was noted. No flat/inverted funnel was noted. Based on the results of the investigation no additional action is required at this time. A DHR review is not required as the reported event is unconfirmed. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was inspected.

Event description:
It was reported that the red rubber foley in the straight catheter kit was blocked and does not drain. After the catheter failed, the customer tried to flush water but not able to flush.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the red rubber foley in the straight catheter kit was blocked and does not drain. After the catheter failed, the customer tried to flush water but not able to flush.